Manufacturer narrative:
Concomitant medical products: product ID: neu_label_acc, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for deep brain stimulation (dbs) therapy indications. It was reported that the patient had a stroke during surgery. They further stated the ID card last name spelling was incorrect. They stated yesterday the ins showed the full sufficient screen when they charged the implant. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that during the surgery of the ins/lead implant that the patient had experienced brain hemorrhage. There were no further complications reported.